Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with vancomycin (1 gram per 2 liters, intraperitoneally, frequency and duration not reported) for peritonitis. On an unreported date, the patient was recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.